Manufacturer narrative:
The hospital¿s biomedical technicians performed a technical evaluation of the system. No component failures were identified. Removing and reseating circuit boards and connectors returned the device to its proper function. After reseating the circuit boards and connectors, the system and transducer passed all tests and resumed normal operation with no errors presented. Both the system and transducer remain in use without issue at the customer site with no return anticipated; therefore, no further failure analysis can be performed.

Event description:
A customer reported encountering an incident where their ie33 ultrasound system locked up during a coronary artery bypass graft procedure while using a tee transducer. The lockup resulted in a short delay while another ultrasound system was brought in as a replacement. The procedure was successfully completed with no adverse effects to the patient.